Event description:
The customer reported to olympus, a e315(scope communication error) occurred on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported biomed was troubleshooting the unite and a unsupported scope error (e315) displayed. The customer was able to clear the error during the procedure and it did not repeat. The customer was using a 140 series scope. Tac instructed the customer to check the cv-19 socket for damage or debris. The customer confirmed it was not damaged or had any debris. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. The device was not returned for analysis. E315 occurs when connection failure occurs between the cv-190 and scope cable. It is possible that the issue occurred due to long-term use of the device, causing fatigue of the video connector socket that led to connection failure. Olympus will continue to monitor field performance for this device.